Manufacturer narrative:
Concomitant medical products: product ID 5076-52, implanted: (B)(6) 2015, product ID 5076-45, lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was explanted and replaced due to infection. No further patient complications have been reported as a result of this event.